Event description:
A youth sports league volunteer reported that a child rec'd a "skin burn" and/or rash from the use of the prod which did not require medical attention. No further detail was provided.

Manufacturer narrative:
Otc prod: yes. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is not evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted to enhance prod safety and pharmacovigilance.